Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was informed that a replacement pump would be sent with updated software and training available through tandem source. Meanwhile, the customer will use multiple daily injections (mdi) as a backup therapy. The customer was instructed to return the problematic pump to tandem using a pre-paid ups label.